Event description:
It was reported that a pt died while using a resmed s8 autoset ii device. The air tubing was allegedly found wrapped around the pt's neck.

Manufacturer narrative:
An official cause of death has not been released for this event. The s8 autoset ii self adjusting sleep apnea system is indicated for the treatment of obstructive sleep apnea (osa) in adult pts. This is the first reported occurrence resmed has rec'd of a potential adverse event involving the air tubing being wrapped around a pt's neck. The device involved in this event was still operating when the pt was found and is not alleged to be faulty. The device is currently being held by the local authorities, therefore, resmed is unable to evaluate the device. If the authorities release the device, then resmed will perform an engineering investigation.